Event description:
It was reported that an alert/notification settings issue occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. According to the reporter, on (B)(6) 2026 around 6:00 pm, the patient was at work (in the clinic). The patient felt dizzy and loss consciousness, fell and hit her head on the desk to floor where she hit her jaw and the patient bit her tongue while experiencing seizure. The pharmacist and the doctor at her work checked her cgm and it was showing around 1.7 mmol/l (outside of the cgm range) and the bg was around 1.7-1.9 mmol/l. The patient was treated with nasal spray (glucagon) and after 2-3 minutes the patient regained consciousness. After regaining consciousness, the patient was provided 4 pouches of dextrose tablets, gel and apple juice. The ambulance from the clinic transported the patient to the emergency room (ER). Upon arrival at the ER the bg and cgm displayed around 4-5 mmol/l. No medications were provided to the patient. Although there was no physical injury from hitting her head and her jaw, they did a cat scan and did a laboratory test and all results were normal. The patient was doing fine at the time of the report and got discharged on (B)(6) 2026 at 3:00 am (less than 24 hours). Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
H2 type of follow up: additional information. H6 codes: additional information.

Event description:
Subsequent to the initial MDR, additional information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information has been provided. Data investigation could not confirm an alert/notification settings issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.